Event description:
It was reported by service report that the power cord was torn from the unit exposing bare electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: replaced unit.